Event description:
A nurse reported the system turned off during a procedure resulting in a 30-40 minute delay. The procedure was completed with the same equipment after the surgeon switched from a 33 gauge probe to a 20 gauge probe. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system and replaced the system ac power switch to address the customer reported issue. The system was then tested and met product specifications. A root cause has not been determined. (B)(4).